Event description:
It was reported that shaft detachment occurred. A 20 x 3.50 promus elite mr balloon expandable stent was selected to treat a lesion in a de novo, tight, mildly calcified and severely torturous right coronary artery with a vessel diameter of 3.5mm and 20mm in length. A 2.5 x 15 semi compliant (sc) balloon was advanced to predilate the lesion, but difficulty crossing the lesion occurred. The 20 x 3.50 promus elite mr balloon expandable stent delivery system was advanced but failed to cross the lesion. After several attempts the shaft broke 40cm from the hub. The broken shaft was retrieved and removed from the patient through the guiding catheter. The procedure was completed with a 2.75x20mm promus elite mr balloon expandable stent and a new guiding catheter using a femoral approach. The 2.75x20mm promus elite mr balloon expandable stent was successfully deployed and post-dilated with a quantum 3.5x12mm balloon catheter. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.